Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) depleted too quickly. On thursday ((B)(6) 2018) the ins was charge dup to 3/4 full and stimulation was not on. It was depleted by sunday ((B)(6) 2018). This had happened once before and then occurred twice in a week. The patient was worried that the ins was draining even though they did not have stimulation on. Additional information was received from the consumer via a manufacturer representative on 2018-jul-17 reporting that the battery was 100% charged and 2 days later it was dead. Stimulation had been turned off. This occurred on (B)(6) 2018 and again on (B)(6) 2018. Since then it had been back to normal charge intervals. There were no reported environmental factors. The battery was interrogated and reprogrammed on the day of the report. Everything showed ordinary. The issue was not resolved. No surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.